Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the self test and active current measurement test. The pump failed the sleep current measurement test due to moisture damage on electronic assembly. Successfully downloaded history files and traces using thump software. The pump was received with minor scratches on lcd window, scratched case, cracked case (battery tube), cracked keypad overlay, broken belt clip rails, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and cracked battery tube threads.unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a cracked battery tube thread, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Expose to moisture confirmed. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display and exposed to moisture. The customer reported blood glucose value of 280 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The customer reported a blank display. Troubleshooting was performed and found that the battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7020la. No product return is required for mmt-381a. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.